Event description:
It was reported that a patient experienced fungal peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was treated with unreported antibiotics for this event this therapy was discontinued. About two months later, the patient was hospitalized for five days for the peritonitis. The patient was treated with oral diflucan (dose and frequency). The cause of the peritonitis was a breach in aseptic technique. The pd catheter was replaced and the patient was put on temporary hemodialysis for three weeks while recovering from the surgery. At the time of this report, the patient had recovered from the peritonitis. It was unknown if the patient had been retrained on aseptic technique. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown, but was sometime in (B)(6) 2013. The device was not available; therefore, an evaluation could not be performed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.